Event description:
It was reported that the issue occurred in the beginning and middle of a lap procedure. The procedure was prolonged by approximately 1 hour or more and was completed with another device. There were no reports of further patient impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to the initial MDR with information inadvertently left out. Updates are added to the following fields: d9, h4, and h6. Corrected fields: b1, b2, b5, h1, h6 - health effect - impact code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. It was not confirmed when this event took place. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.